Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they went to the hospital since they were wearing a pod and did not realize that the pod had fallen off and they were in diabetic ketoacidosis (dka). No blood glucose levels were provided. The medical event department was unable to reach the patient. This was all of the information that was able to be obtained.